Event description:
The manufacturer received information alleging that a trilogy ev300 ventilator failed the active exhalation test during preventive maintenance service. There was no allegation of patient harm associated with this event. The device was not reported to be in patient use at the time the issue was identified. The customer requested a bench repair of the device. Evaluation of the trilogy ev300 ventilator is anticipated but has not yet begun. Therefore, the cause of the reported issue has not been determined. The manufacturer's investigation remains ongoing. If additional information becomes available, a supplemental report will be submitted.